Manufacturer narrative:
The returned screw fragments were examined visually under magnification. The fracture surface of the screw shaft was worn significantly as a result of removal, however, the thread fracture surface appeared undamaged, with little evidence of typical plastic deformation before failure. The head fragment surface showed some evidence to suggest fatigue failure.

Event description:
An aculoc 2 plate was implanted on (B)(6) 2016. At some point post op, one screw broke. The screw was explanted on (B)(6) 2017.